Event description:
The manufacturer received information alleging nasal/throat irritation or soreness, sore throat, device has strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufactuer received ne information on 02/08/2023 that the device was returned on 01/05/2023 and manufacturer could not confirm customer allegation and there is no foam degradation during device evaluation. There was no report of patient harm or injury. The unit has 1 error.